Event description:
It was reported that a dependent patient presented with noise resulted in oversensing and pacing inhibition on their right ventricular lead. The lead was capped and replaced on (B)(6) 2021. The patient was stable throughout.